Event description:
The customer called to report that were hospitalized for low bgs. The customer was released the same day. The customer stated that they had low bgs for about a week and the infusion set was changed four or five days prior the hospitalization. The customer did have a cold and did start taking antibiotics days before their admission. Troubleshooting was performed. The customer removed the batteries from the pump after being admitted. Also the customer received an error alarm followed by off no power alarm. The activate button had to be pressed several times for a response. The histories and the programming were ok. Assisted the customer to rewind the pump.